Manufacturer narrative:
Device evaluated by manufacturer: the guide wire was returned inside the micro-catheter. The guide wire was measured and was found to be within specifications. A visual examination of the guide wire revealed kinks located 115.5cm and 137cm from the proximal end. A mandrel was advanced into the micro-catheter and no resistance was noted. The guide wire was advanced with ease out the distal tip of the micro-catheter. The guide wire was reinserted through the hub of the micro-catheter and resistance was encountered 54cm from the distal tip. The guide wire was removed with force and the catheter was flushed with water. The guide wire was reinserted into the micro-catheter and no resistance was noted. A microscopic examination of the guide wire revealed bubbles in the coating 38.5cm to 48.4cm from the distal tip. A discoloration in the guide wire coating was noted 55.5cm to 59.5cm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on additional information received (B)(6), 2011. It was reported that during a uterine fibroid treatment procedure, difficulties were encountered inserting the guide wire into the catheter. The vessel location was the uterine artery. The physician encountered difficulties loading the 180cm fathom guide wire into the renegade catheter. This event occurred outside of the patient. Another renegade hi-flo fathom kit was used to complete the procedure. No patient complications were reported and the patient's status is fine. However, returned product analysis revealed that the guide wire coating was peeling and discolored.